Manufacturer narrative:
The reagent lot number and expiration date were not provided. General reagent issues were excluded as the result believed to be correct was generated using the same reagent. The field service engineer found an issue with a tube on the washing station causing water leakage onto the cuvettes. He replaced the damaged tube and performed an instrument check and qc checks. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. One example was an initial cobas integra creatinine plus ver.2 assay result of 0.3 mg/dl and a repeat result of 0.95 mg/dl from another cobas c501 instrument. The questionable result was not reported outside of the laboratory.